Manufacturer narrative:
The exact date of the peritonitis event is unknown. However, it is known that the patient was transitioned to hemodialysis (hd) as of (B)(6) and the report of the peritonitis was reported the same time the transition to hd was reported. Therefore, selected as (B)(6). Clinical investigation: any association between the liberty cycler and the event of peritonitis cannot be determined based on lack of information provided. Additional information related to the patient¿s history and co-morbidities is needed to establish potential causality. It remains unclear if patient was utilizing any fresenius products during hospitalization. Additionally, there is no allegation against any fresenius products and the adverse event of peritonitis. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient was hospitalized due to peritonitis. The exact date of hospitalization was not provided. The nurse also reported that the patient was not safe to perform pd at home and was transitioned to in-center hemodialysis (hd) on (B)(6). No further information has been made available at this time.